Event description:
Artificial ureteral sphincter failed and was removed from patient. ====================== manufacturer response for accessory sphincter ams 800, ams 800 sphincter (per site reporter)======================american medical systems is inspecting the device.